Event description:
It was reported that the patient presented in the implant procedure. During the procedure, the lead could not be inserted into the header of the implantable cardioverter defibrillator after several attempts. The device was not used and a new device was implanted successfully. The patient was stable throughout the whole procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.